Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer's mother reported via phone call, the insulin pump is alarming button error and it's not responding. She didn't know the customer's blood glucose level. Customer was at the beach other than that she didn't recall any significant event which may have caused the device to alarm. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.